Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gallbladder procedure. Surgeon tried to roll the product around the shaft of a dissecting instrument. The patch broke into pieces. Opened a second one from the same lot but the same issue occurred. The patch feels dry and it was crunchy. The surgeon then opened a larger patch and cut it to a smaller size for the liver, which worked well.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. The visual inspection of the sample noted that five of the foils pouches were received from the account opened. Two of the four patches received were found to be broken and degraded. The temperature indicator was received with the sample, indicating that it had been exposed to temperatures below the recommended holding temperature of 2 degree celsius. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures and a review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.